Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, after surgery the patient had poor awakening and paralysis in the right upper and lower extremities. Left thalamic infarction was observed on magnetic resonance imaging (MRI). Subsequently, the patient's condition improved to a level at which they could walk independently through conservative treatment. No additional adverse patient effects were reported.

Event description:
Additional information was received that immediately after the valve implant, ischemic stroke was observed. Per the physician, the stroke was not related to the valve. The physician believed that a blood clot or plaque on the wall of the aorta flowed into the brain during the procedure. It was unknown if the patient had any related factors that could contribute to the stroke or if any treatment was provided. It was reported that the ischemia resolved but the date of resolution was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.